Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the auxiliary channel could not be identified and a definitive root cause of the issue could not be determined, as there was no device deformation observed that might result in the retention of foreign material and no addition facility device cleaning/reprocessing information was reported or available, however, the issue was likely due to insufficient device cleaning/reprocessing. The issue may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported event was confirmed. The following findings were noted during device evaluation: due to wear of angle wire the bending angle in down direction, did not meet the standard value, due to the jet-tube unit being clogged the water could not be supplied, bending tube was deformed. The forceps channel port, connecting tube, & universal cord all had scratches. The air/water cylinder and suction cylinder both had no color. Scope connector case unit, and light guide lens had cracks. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope was being returned to the service center. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found, the jet tube had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.